Event description:
A pt death occurred. The customer does not allege that the device was a contributing factor nor is there data to support that user error contributed to a delay in treatment of the pt.

Manufacturer narrative:
The customer contacted philips with a request for assistance in reviewing log data subsequent to a pt death that occurred in 2008. The pt experienced pulseless electrical activity (pea) and died unexpectedly on the day of expected discharge home. The customer did not allege any malfunction of a philips monitoring product but wanted to determine if stored log data would help them understand what occurred prior to the pt's death. The customer did not save waveform data, but had a single strip from 23:05 which was approx 1 hour before the pt coded. The customer wanted to know if there was an increase in ventricular ectopy or st segment changes leading up to the code. Alarm logs were gathered and reviewed. There were no entries in the logs of interest for the timeframe prior to the code. There were multiple red alarms provided starting at the time of the code. The customer was informed that lower level yellow alarms events such as st segment changes or pvcs/minute would not be captured in the logs as the alarm logs only captured red alarm events. The customer received feedback on the available info and was satisfied with the response. No further action or investigation is warranted. No malfunction occurred.